Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead.

Event description:
The consumer reported that she had a lead revision because she stretched all her lead wires out and was getting pulses in her stomach instead of her back. The patient stated they found out the leads were stretched out after it was removed. The indications for use were non-malignant pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.